Manufacturer narrative:
(10/3233) it was reported that the product is available for investigation, it should be returned to intervascular for examination. (4109/213) the review of historical data indicated that no other similar complaint was reported for the same sterilization lot number 25k09. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that the doctor observed the presence of a deposit inside the tube used in aortic surgery. The tube was rinsed with saline solution, but the deposit persisted. Complaint# (B)(4)